Manufacturer narrative:
Investigation revealed that there was no device malfunction. The case logs showed all 4 leads from this procedure were placed anteriorly in the same direction from their planned trajectory. All implants being misplaced from the plan in the same direction is indicative of a patient reference or drb shift. However, during implantation the surgeon also noticed abnormal bleeding due to the patient experiencing a subdural hematoma. The case was therefore aborted as the patient underwent hematoma evacuation procedure. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted after bleeding was noticed. Shortly after, the patient displayed suspected presence of stroke and/or hematoma.